Event description:
It was reported that during a lap gastric sleeve procedure, the device failed to fire after the 5th firing. The firing knob only moved to the first marker. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 12/05/2008. Eval summary: the device was returned with the handles open and without a reload on the device. The device opened and closed without any difficulties. No further functional test could be performed due to the condition of the device. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position and engage the next stroke. While there is not enough evidence to conclude what caused the left side release button post to break, it is possible that the device was clamped over thicker tissue then indiciated creating higher internal stresses, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.